Event description:
This is a spontaneous case report received from a medical doctor in united states on 03-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. The patient had uncomplicated insertion and recovery - 5 trailing coils were seen, no adverse events were reported by patient or provider. Approximately 3 months after, hsg (hysterosalpingogram) was performed and showed both sides occluded, however hcp (health care professional) was unsure about the markers on one side. She indicated the contrast did not extend past where the outer oil meets the inner coil (marker 3), but she had questions about the remaining markers as they are not in alignment. She was considering doing tvu (transvaginal ultrasound) for additional location information but would like a film review. She indicated there was a gentle curve and insert appeared to be in tube. Perforation of the left essure device was also reported. Follow up 03-may-2016: follow up attempts have been completed, without response to date. No new information was provided. Follow-up received on 06-may-2016: no new clinical information. Follow up 26-may-2016: perforation questionnaire was received from physician. Patient's initials, (B)(6) and age (B)(6), were added. She had 3 pregnancies with 2 live births 1 pregnancy termination, curettage and previous iud / ius. Medical history includes rheumatoid arthritis on methotrexate. Essure insertion date was updated to (B)(6) 2015. Essure was inserted during amenorrhea period with mirena in place. She was not breastfeeding and her last delivery was not a c-section. No abnormal findings. Cervical dilation, souding and general anesthesia. The visualization of tubal orificium was easy. The fluid loss was not more than 1500cc and the procedure did not take more than 20 minutes. The insertion was difficult and the left tube with slight resistance, opened less than 30 seconds. No complaints immediately insertion. On (B)(6) 2016 the unilateral left perforation was diagnosed via hysterosalpingogram. The position was unknown at time of confirmation test and markers indicated improper position. No organ or intra-abdominal structure was perforated. The perforation did not before or after deployment. The right tube was in correct position. The patient did not have symptoms. The tubal occlusion was confirmed and a second essure confirmation test was not done. The patient was not advised to rely on essure. Essure was not removed. On (B)(6) 2016 the patient had a diagnostic laparoscopy (distal) coil noted throughout uterine serosa near tubal insertion. Grasped and removed (approximately 2-3 coils only). Remainder of essure implant not visualized. Left tube ligated with filshie clips. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted during amenorrhea period with mirena (levonorgestrel) in place and her 3 month hysterosalpingogram test showed the markers on one side were not in alignment, there was a gentle curve. A unilateral left perforation was confirmed. She had a diagnostic laparoscopy (distal) coil noted throughout uterine serosa near tubal insertion. Grasped and removed (approximately 2-3 coils only) (seen as device breakage). Remainder of essure implant not visualized (seen as device migration). The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the exact date and mechanism of uterine left perforation were not known. The device breakage occurred during diagnostic laparoscopy, only 2-3 coils were removed and remainder of essure implant was not visualized. Considering the nature of the events, causality with the suspect insert cannot be excluded. This case was considered an incident, due to the serious injury reported. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information could not be obtained.

Manufacturer narrative:
Follow-up received on 05-jul-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). (B)(4). Lot number: d14831; production date: 06-oct-2014; expiration date: 28-oct-2017. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. A hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion, hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted during amenorrhea period with mirena (levonorgestrel) in place and her 3 month hysterosalpingogram test showed the markers on one side were not in alignment, there was a gentle curve. A unilateral left perforation was confirmed. She had a diagnostic laparoscopy (distal) coil noted throught uterine serosa near tubal insertion. Grasped and removed (approximately 2-3 coils only) (seen as device breakage). Remainder of essure implant not visualized (seen as device migration). The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the exact date and mechanism of uterine left perforation were not known. The device breakage occurred during diagnostic laparoscopy, only 2-3 coils were removed and remainder of essure implant was not visualized. Considering the nature of the events, causality with the suspect insert cannot be excluded. This case was considered an incident, due to the serious injury reported. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs